Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and cultures were taken. The implantable pulse generator (ipg) system was removed and will be replaced in the future. No further patient complications have been reported as a result of this event.